Event description:
The prismaflex had been on self-test for approx 30 minutes. The only key that was on the self-test screen was the "mute" button and the "delay" button could not be used. The yellow light was on and the alarm was working. Only the blood pump was turbing all other pumps were stopped.